Manufacturer narrative:
Event date: 2010. Citation; jahnke, t. Et al. (2010). Journal of vascular intervention radiology. Prospective, randomized single-center trial to compare cryoplasty versus conventional angioplasty in the popliteal artery: midterm results of the cold study. J vasc interv radiol, 21, 186-194. J vasc interv radiol. A device history record review was not possible as the lot number was not provided. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported via journal article that during a cryoplasty treatment procedure the patient experience a distal embolization, which required a aspiration thrombectomy.